Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred and a stent was explanted. The target lesion being treated was located in the right coronary artery. An unspecified size veriflex stent delivery system (sds) was advanced to the lesion and deployed. Upon removal, the shaft of the sds broke and the stent was explanted. The veriflex sds was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred and a stent was explanted. The target lesion being treated was located in the right coronary artery. An unspecified size veriflex stent delivery system (sds) was advanced to the lesion and deployed. Upon removal, the shaft of the sds broke and the stent was explanted. The veriflex sds was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred and a stent was explanted. The target lesion being treated was located in the right coronary artery. An unspecified size veriflex stent delivery system (sds) was advanced to the lesion and deployed. Upon removal, the shaft of the sds broke and the stent was explanted. The veriflex sds was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 70cm distal to the strain relief. A microscopic examination of the break site identified that the break appeared to have occurred as a result of a severe kink. An examination of the balloon found that the balloon had been inflated and the stent was deployed. There were some traces of solidified blood present inside the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).